Manufacturer narrative:
(B)(4)

Event description:
The customer reports the inserter stuck the patient and it was noticed that the wire in the advancer was bent. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned one opened ra set for evaluation. Visual examination revealed the guide wire was kinked adjacent to the needle hub. The distal end of the guide wire was retracted from the needle and stuck inside the protective tubing. The guide wire was unable to pass through the catheter or needle. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed." The report of a kinked guide wire was confirmed by complaint investigation. The returned guide wire was kinked inside the protective tubing. It was also pulled back from the needle hub and unable to re-enter due to the kink. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the inserter stuck the patient and it was noticed that the wire in the advancer was bent. No patient injury reported.